Event description:
Customer reported receiving a result of 479 mg/dl on her freestyle flash flood freestyle blood glucose monitor and gave herself 10 units of insulin. Customer's reports feelings of sleepiness and nausea. Customer's husband called an ambulance and was treated at the home and tested on a competer meter which gave a result of 97mg/dl. It is not documented whether customer was transported to a health care facility or given a definitive diagnosis for the medical event.

Manufacturer narrative:
Investigation of the customer's returned meter was unable to duplicate the customer complaint.